Manufacturer narrative:
(B)(4). The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure of an aneurysm, the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 30135900) was used to deploy the enterprise stent at the target aneurysm, but there was strong resistance between the microcatheter and the enterprise stent. The physician was able to implant the enterprise stent at the target lesion site using the microcatheter, but after the enterprise stent was implanted, the prowler select plus microcatheter was replaced and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the prowler select plus microcatheter is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30135900) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported on this complaint. No CAPA or escalation activities are required at this time. With the limited information available and without the 150 cm x 5 cm prowler select plus microcatheter available for analysis, the reported customer complaint that there was strong resistance experienced between the microcatheter and the enterprise stent could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure of an aneurysm, the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 30135900) was used to deploy the enterprise stent at the target aneurysm, but there was strong resistance between the microcatheter and the enterprise stent. The physician was able to implant the enterprise stent at the target lesion site using the microcatheter, but after the enterprise stent was implanted, the prowler select plus microcatheter was replaced and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the prowler select plus microcatheter is not available to be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/29/2019. Sections with updated/added information: the initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure of an aneurysm, the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 30135900) was used to deploy the enterprise stent at the target aneurysm, but there was strong resistance between the microcatheter and the enterprise stent. The physician was able to implant the enterprise stent at the target lesion site using the microcatheter, but after the enterprise stent was implanted, the prowler select plus microcatheter was replaced and the procedure was successfully completed without further issues or delay. It was confirmed that there was no kink or bent on observed on the microcatheter prior to use; there was also no anomalies observed. Nothing was obstructing the microcatheter. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the prowler select plus microcatheter is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30135900) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported on this complaint. No CAPA or escalation activities are required at this time. With the limited information available and without the 150 cm x 5 cm prowler select plus microcatheter available for analysis, the reported customer complaint that there was strong resistance experienced between the microcatheter and the enterprise stent could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.